Manufacturer narrative:
Concomitant medical products: product ID 3487a-33, lot# v001612, implanted: (B)(6) 2006, explanted: (B)(6) 2010, product type: lead; product ID 3487a-33, lot# v001612, implanted: (B)(6) 2006, explanted: (B)(6) 2010, product type: lead; product ID 748925, serial# (B)(4), implanted: (B)(6) 2006, explanted: (B)(6) 2010, product type: extension; product ID 748925, serial# (B)(4), implanted: (B)(6) 2006, explanted: (B)(6) 2010, product type: extension. (B)(4).

Event description:
It was reported that the patient had an implantable neurostimulator (ins) replaced. The patient couldn¿t remember what happened with the ins. ¿it apparently wasn¿t working.¿ there was no stimulation felt. Follow-up was performed to determine if any troubleshooting had occurred, if a cause had been determined, and how the patient recovered. This event will be updated if additional information is received.